Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 24-oct-2022 . H6: investigation summary eighteen 10010454-0006 samples from lot 22055938 were received for investigation, sixteen samples were received in sealed packaging and two samples were received without packaging and with residual fluid present in the device. The two samples received without packaging were each connected to an unknown bag access device and a 500ml 0.9% nacl baxter infusion bag. The feedback provided by the customer indicates leakage was detected from the smartsite device. A visual inspection of all eighteen samples revealed five devices to be oval in shape; two of the five oval smartsites were from the two samples received without packaging. Functional testing was performed on the two samples received without packaging by connecting the sets to an infusion bag and performing a short gravity infusion, in each instance leakage was detected from the oval smartsite. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22055938 did not identify any in-process testing failures or quality deviations which may have resulted in a fault of this nature.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ low sorbing infusion set leaked. The following information was provided by the initial reporter: side port closest to patient leaking.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ low sorbing infusion set leaked. The following information was provided by the initial reporter: side port closest to patient leaking.